Event description:
Wound ostomy continence nurse reported a red to pink bumpy itchy rash with discrete little bumps around stoma under mass and possibly under some of border.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. End user has been on both a hollister 1 pc and a convatec 1 pc appliance. (B)(4) does not know exactly when rash started or what pouch the patient was wearing at that time. (B)(4) plans to contact end users ... Dr to request an antifungal powder. From a clinical perspective, a casual relationship between the activelife 1 pc drainable pouch w/durahesive plus and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.